Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Patient was revised due to a fracture of an implanted hip stem (primary surgery).

Manufacturer narrative:
Reported event: an event regarding disassociation and wear involving an accolade stem was reported. The event was confirmed. Method & results: product evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photograph shows a recently explanted stem, head and liner. From the photographs provided there is evidence of wear of the trunnion of the stem which would be consistent with taper lock failure. There are markings, distally on the stem, most likely from the explanation process. Material analysis, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: I have reviewed the documentation provided including the product inquiry cover sheet and an ap x-rays of a press fit right tha as well as intra-operative photograph of an explanted tha. Event description: patient was revised due to a fracture of an implanted hip stem (primary surgery - right hip). The x-rays show a press fit tha. The stem appears well fixed. On one the two ap x-rays the femoral head is angulated in its position on the trunnion. The photograph demonstrates significant remodeling of the trunnion with material loss proximally and superiorly. Loss of mechanical fixation of the head to trunnion due to trunnion remodeling and material loss is confirmed. The root cause of this mechanical complication cannot be determined from the limited documentation provided. Should further documentation become available I would be happy to further this investigation. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that 'patient was revised due to a fracture of an implanted hip stem (primary surgery - right hip).' The reported device was not returned however photographs were provided for review. The photograph shows a recently explanted stem, head and liner. From the photographs provided there is evidence of wear of the trunnion of the stem which would be consistent with taper lock failure. There are markings, distally on the stem, most likely from the explanation process. A review of the provided medical records by a clinical consultant stated the following comment: I have reviewed the documentation provided including the product inquiry cover sheet and an ap x-rays of a press fit right tha as well as intra-operative photograph of an explanted tha. Event description: patient was revised due to a fracture of an implanted hip stem (primary surgery - right hip). The x-rays show a press fit tha. The stem appears well fixed. On one the two ap x-rays the femoral head is angulated in its position on the trunnion. The photograph demonstrates significant remodeling of the trunnion with material loss proximally and superiorly. Loss of mechanical fixation of the head to trunnion due to trunnion remodeling and material loss is confirmed. The root cause of this mechanical complication cannot be determined from the limited documentation provided. Should further documentation become available I would be happy to further this investigation. Further information such as return of the device and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient was revised due to a fracture of an implanted hip stem (primary surgery).